Event description:
It was reported "the doctor found the swg kinked during used on the patient". No patient harm or injury. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our request for additional information. If further information is received, the complaint file will be updated accordingly.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the swg kinked during used on the patient". No patient harm or injury. The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our request for additional information. If further information is received, the complaint file will be updated accordingly.